Event description:
It was reported that an 18 cm lgx inflatable penile prosthesis was opened, but not used due to frayed tubing. The tubing was frayed between the pump and cylinder. The tubing had not been cut to length and was never placed in the patient. A device of the same model was used to complete the procedure. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that an 18 cm lgx inflatable penile prosthesis was opened, but not used due to frayed tubing. The tubing was frayed between the pump and cylinder, resembling a string coming apart. The colored portion of the tubing was slightly exposed. The tubing had not been cut to length and was never placed in the patient. A device of the same model was used to complete the procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.